Event description:
As per the information received from the (B)(4) study, the cec adjudication committee agrees that the patient suffered a peri procedure non-q wave myocardial infarction during the index procedure. The patient is a (B)(6) woman with a history of recent mi on (B)(6) 2010, hypertension and diabetes who presented with ccs class IV angina, a 90% stenosis with timi 3 flow and presence of thrombus in the mid lad and a 90% stenosis with timi 3 flow and possible presence of thrombus in the proximal left anterior descending artery (lad). Reason for intervention was reported by the site as stable angina and anterior myocardial infarction (mi). The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of two cypher ((B)(4)) study stents. The second study stent was deployed overlapping and proximal to the initial study stent to fully cover the lesion. The angiographic core lab reported a 26% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal lad was treated with one cypher ((B)(4)) study stent. The angiographic core lab reported a 12% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was success fully completed with no adverse event to the patient.

Manufacturer narrative:
The post-procedure course was uncomplicated and the patient was discharged three days post procedure on dual antiplatelet therapy. Adjudication notes were received stating that the cec committee agrees that the patient suffered a peri procedure non-q wave mi. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #3003742446-2012-00204, 3003742446-2012-00205, and 3003742446-2012-00206.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. The patient is a (B)(6) woman with a history of recent mi on (B)(6) 2010, hypertension and diabetes who presented with ccs class IV angina, a 90% stenosis with timi 3 flow and presence of thrombus in the mid lad and a 90% stenosis with timi 3 flow and possible presence of thrombus in the proximal left anterior descending artery (lad). Reason for intervention was reported by the site as stable angina and anterior myocardial infarction (mi). The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of two cypher ((B)(4)/ lot 15100956 and (B)(4)/ lot 15093159) study stents. The second study stent was deployed overlapping and proximal to the initial study stent to fully cover the lesion. The angiographic core lab reported a 26% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal lad was treated with one cypher ((B)(4)/ lot 15099039) study stent. The angiographic core lab reported a 12% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was success fully completed with no adverse event to the patient. Pre-procedure on (B)(6) 2010 at 11:15, the ck was not performed. The ckmb was 1.6 (nl 5.0, ratio <1) and the troponin t was 0.01 (nl 0.01, ratio 1.0). Post-procedure on (B)(6) 2010 at 22:05, the ck was not performed. The ckmb was 71.6 (ratio 14.32) and the troponin t was 3.50 (ratio 350.0). On (B)(6) 2010 at 06:00, the ck was not performed. The ckmb was 39.0 (ratio 7.8) and the troponin t was 2.59 (ratio 259.0). As per the information received from the (B)(4) study, the cec adjudication committee agrees that the patient suffered a peri procedure non-q wave myocardial infarction during the index procedure. The study stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #3003742446-2012-00204, 3003742446-2012-00205, and 3003742446-2012-00206.